Event description:
Initially reported by company sales representative as: "dr. ... Had performed surgery and found tubing was bent/kinked causing the tube to leak on the outside of the bend." The operative report read as follows: "the tubing was knotted at fascia. Appeared tubing was partially fractured at this point immediately proximal to the tubing connection. The cracked portion was amputated immediately distal to the fracture and a new standard profile lap-band infusion port was connected."

Manufacturer narrative:
Tape ii. Medwatch sent to FDA on: 08/jan/09. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The serial number has not been reported to allergan by the physician. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."